Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the database security page taking significantly longer than expected to load. A technical support specialist (tss) mentioned that reported issue was logged and tracked under pi 614418. This product incident (pi) captured the root cause of the problem, which was related to the database security page taking significantly longer than expected to load. The tss mentioned that addressed and fixed by the development team, resolving the performance concern and preventing further impact to the workflow. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it was reported that while using the bd pyxis¿ medbank tower, the myqlink database security page failed to load. When attempting to navigate to the database security page to enable access for other facilities, the system remained continuously on a loading screen and never displayed the page. This issue was tracked under (B)(4). The customer stated that the issue was impacting the patient care which caused delay in patient care. There were no adverse events or injuries reported based on this event.